Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted as the battery capacity was depleted and declared fc1003 indicative to voltage too low for remaining capacity. No additional adverse patient effects were reported.